Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). D4 - UDI #: (B)(4). Review of the most recent repair record determined that the power supply failed the safety test. The power supply was replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event cannot be confirmed.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the hose was filling and with air then decreased without being touched. Only the pressures are changing. Another device was used to complete the procedure. The event occurred during surgery, but there was no patient involvement. No further information provided. There was no adverse event reported as a result of this malfunction.